Manufacturer narrative:
The pump was returned to animas for eval. Investigation revealed that the keypad appeared to be intact; however, the up/down arrow buttons were not responding to button, the ok and contrast buttons required excessive force to activate during testing, the up/down/ok key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed, and there was evidence of contamination under all keypad key contacts.

Event description:
It was reported that the down arrow does not always activate the desired pump functions. The keypad reportedly is not peeling. There was no adverse event associated with this complaint. The pump was replaced.